Event description:
It was reported that the patient had passed away. The neurologist did not know the reason for death nor if it was related to seizures. This was reported directly by the physician. They were attempting to schedule patient to be seen in clinic for appt. They called patient¿s number and family answered letting them know the patient had passed away. Request for cause of death and disposition of device was made to funeral home but they were unwilling to provide further details. No additional information has been received to date.